Event description:
An event was reported under the block hf clinical study and classified as oversensing, inappropriate device detection, and inappropriate treatment. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 694758 implantable tachy lead: (B)(6) 2008. A 4194 implantable pacing lead: 2008. A 4076 implantable pacing lead: (B)(6) 2008. (B)(4).